Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 46-47 mg/dl. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.